Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable because there were no fatal errors in the log. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.